Event description:
Received a customer letter stating that a heparin infusion (unk concentration) was set to run at 5 ml per hr and at some point the infusion was "found to be flowing more rapidly than the 5 ml/hr rate set on the alaris pump. Biomedical personnel inspected the pump and found a broken plate (platen) spring hinge. The equipment was sequestered and remains in the custody of vanderbilt's biomedical engineering dept. The pt later died during surgery for compartment syndrome secondary to a gunshot wound." The risk mgr stated that she wasn't certain the pt death was directly related to the overinfusion; it occurred sometime later, after the pt had gone to surgery. Although requested, no further pt or event details have been provided.

Manufacturer narrative:
(B)(4). All affected equipment has been requested. The customer stated that they are not sure whether or not product would be made available for investigation. A f/u report will be submitted with investigation results should the device be received for eval.